Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refn3359 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after the introducer needle was punctured and the blood return was confirmed, the guidewire could be inserted without resistance. When the introducer needle was attempted to be removed, resistance was felt and the introducer needle could not be removed. Therefore, when both the introducer needle and the guidewire were attempted to be removed, they could not be removed. When the skin was incised, they were successfully removed. When the removed guidewire was checked, the coil wire was unwound and stretched. An x-ray fluoroscopy revealed that no remains of the guidewire segment were found in the patient¿s body. There was no reported patient injury.

Event description:
It was reported that after the introducer needle was punctured and the blood return was confirmed, the guidewire could be inserted without resistance. When the introducer needle was attempted to be removed, resistance was felt and the introducer needle could not be removed. Therefore, when both the introducer needle and the guidewire were attempted to be removed, they could not be removed. When the skin was incised, they were successfully removed. When the removed guidewire was checked, the coil wire was unwound and stretched. An x-ray fluoroscopy revealed that no remains of the guidewire segment were found in the patient¿s body. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed but the exact cause remains unknown. One frayed guidewire and one sticker label indicating lot: refn3359 were returned for evaluation. The core wire segment returned measured to be approximately 13.5 cm. The guidewire length indicated by the bill of materials lists a 35 cm guidewire. The remaining segment of the wire was not returned. A bend in the wire was noted near the distal end. The coil wire was observed to be elongated at the bent region. Microscopic observation revealed the core wire and coil wire to be severed. The event description indicates resistance was noted when attempting to remove the guidewire and the needle. Based on the information provided and condition of the returned sample, the bend in the wire may have contributed to the difficult removal; however, the fraying of the wire may have occurred due to retraction against the needle bevel or sharp instrument damage during removal. The product instructions for use (IFU) states, "caution: if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire." Since the guidewire was observed to be damage, the complaint is confirmed but the exact causes remain unknown.